Event description:
The patient experienced hypoglycemia and seizures after administering insulin boluses to compensate for meals; no medical treatment was administered.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient is experiencing hypoglycemia after meal boluses and is working with her md to adjust her insulin dosages. If the device is returned, an evaluation shall be completed, and a supplemental reported will be filed. No conclusions can be made at this time.